Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an active exhalation proportional valve system test had failed on the device. The device's active exhalation control module would need to be replaced to address the issue. Additional findings not related to the malfunction/issue were rubber enclosure feet missing, and damage to the handle hinges on the device.